Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix of the lead had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. The distal conductor of the lead was distorted within the df-4 pin due to extrinsic over-rotation. A visual summary analysis of the lead indicated damage at implant. It is likely that the helix was over-rotated and helix was blocked, but then the physician did not know and kept trying many turns to extend the helix.

Event description:
It was reported that during the implant surgery, it was discovered that the right ventricular (rv) lead helix could not be extended. At least twenty turns were tried, but the helix could not be extended nor was any movement noted. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.